Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer could neither confirm, nor duplicate, the reported problem. The manufacturer's field service engineer performed tidal volume testing and confirmed that the tidal volumes were within specifications. The field service engineer also ran the unit with a dry circuit and test lung, and verified that the tidal volumes look appropriate. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the-exhaled tidal volume reads zero tidal volume. There was no patient involvement.